Event description:
Customer called in to report the insulin pump alarmed for button error. Blood glucose reading at the time was 107. The customer mentioned that she went swimming with the insulin pump on. The buttons on the insulin pump are not responding. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Traces of corrosion found at electronic assembly. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratches on display window and missing end cap sticker.